Event description:
Addendum feb 17, 2023: the probe damage error message, code unknown, reported by the customer was received in the beginning of a therapeutic total laparoscopic hysterectomy procedure. The probe tip did not break off. The procedure was completed with a slight delay required to switch to a new similar device from another room. No clinical impact of the delay nor if any additional anesthesia was required for the patient was reported. There was no harm or adverse impact to the patient. The user may have been using the cut functionality. The intelligent tissue monitoring (itm) setting was on during the procedure. Other settings are not known. A probe check was probably done for the device prior to use. No anomaly for the device was reported.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. No information is available for the patient nor for the patient pre-existing medical conditions. Other devices used with this device at the time of the event is not known. Where the probe tip broke off and why it was not returned is not known, but the probe tip was not broken off in the procedure room.

Event description:
The customer returned the device for an unspecified probe damage error received during a procedure. The probe did not appear to have issues. There were no anatomical difficulties, nor any operator issues noted during use of the device. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the device probe was broken off at its proximal end; the broken piece about 16 mm long was not returned. This medwatch is being reported for the reportable issue of the broken off probe observed during device evaluation.

Manufacturer narrative:
Due diligence is being performed for this event. Additional information is not yet available. The device is returned, and an evaluation completed for it. A visual inspection as the received condition was performed on the device; there is biomaterial/dried tissue adhered on the distal shaft. It was observed that the device probe was broken off at its proximal end; the broken piece about 16 mm long was not returned. The proximal end of the broken probe was inspected under a microscope. Inspection revealed a charred mark and a tiny peeling on the outer edge. The ptfe pad (teflon pad) was inspected and found to be slightly worn, but still intact and no metal exposed. The gold insulation of the jaw has minor scratches on the edge. The rotation of the knob torque is normal and smooth. However, there is heavy movement of opening and closing of grasping section due to dried tissue adhering on the distal shaft. The device was attached to the usg-400/esg-400 to check for switches and found to be functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the probe damage error. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.